Manufacturer narrative:
The evaluation of the incident device in 2007, showed that the cutting blade is broken and part of the connecting webbing is missing. The site has been contacted about the missing piece. They scheduled an appointment to x-ray the patient to see if the missing piece might be inside her, but she missed her appointment. They are working with her to reschedule the appointment. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against clamping on large and/or rigid tissue and against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter.

Event description:
The report stated that the jaws of the device locked on patient tissue. The surgeon was able to wiggle the device free. There was no reported patient injury.